Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, there was an inaccuracy between the non-tandem continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer delivered a correction bolus based off of the inaccurate cgm readings. Cgm reading and fingerstick values were not provided. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. No additional patient or event information was available.